Event description:
The contact called in for an e3 error message. Upon troubleshooting, it was discovered that the meter was set in mmo1/l. The contact was able to reset the meter to mg/dl with assistance. Further troubleshooting produced two normal control results that were above the upper control limit. One result was 90 mg/dl above the upper control limit. The contact did not allege any adverse event. The meter and strips are to be returned for evaluation, and replacement will be sent.